Event description:
The diagnosis of meningitis was made outside the hospital, due to clinical manifestations of otitis that later started with headache and fever without improvement. A csf analysis was then performed, which did not show any germs as the patient had received antibiotic treatment. Patient presented otorrhea and due to the antibiotics, he had no fever or headache. The user was diagnosed with pseudomonas infection. The reported symptoms started on (B)(6) 2023. The device was explanted because of the possibility of contamination. The user was not re-implanted at this time. There is no allegation being made against the device. The user is progressing well without any symptoms and is not on any medication.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected as this recipient was explanted 5 years after implantation due to meningitis. The device was found to have a positive culture for pseudomonas, with negative csf cultures after antibiotic treatment. The source of this infection is likely a reported otitis diagnosed right before meningitis. Further risk factors include history of meningitis before implantation, mondini malformation with csf fistula, as well as an exposed dura. Moreover, device sterilization records are within specifications. Thus, no available information points to the implant being the source of the reported infection. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has meningeal syndrome and a cerebrospinal fistula.